Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: breast asymmetry. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient who underwent an unspecified breast surgery with a mentor memorygel breast implant 590cc gel breast prosthesis (left device) and an unspecified mentor smooth gel breast prosthesis developed asymmetric breasts post implantation. Bilateral asymmetry was diagnosed by a healthcare professional. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 750cc gel breast prostheses on (B)(6) 2022. Rupture of the patient¿s left breast prosthesis was discovered during explant surgery. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: breast asymmetry. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient who underwent an unspecified breast surgery with a mentor memorygel breast implant 590cc gel breast prosthesis (left device) and an unspecified mentor smooth gel breast prosthesis developed asymmetric breasts post implantation. Bilateral asymmetry was diagnosed by a healthcare professional. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 750cc gel breast prostheses on (B)(6) 2022. Rupture of the patient¿s left breast prosthesis was discovered during explant surgery. This medwatch report is for the patient¿s right breast prosthesis.